Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient experienced blurred vision with fog and glare and a clinical reason for explant was dislocated intraocular lens. The iol was exchanged for another lens model the initial implant procedure. Additional information received and stated that the patient was not hospitalized for the event and there was no patient harm.